Event description:
Caller reported a malfunction 0 the pump. There was no notable occurrence prior to the malfunction. Patient bg level did not exceed 500. Cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.